Event description:
I had the essure birth control put in about 6 years ago and have had tremendous pain in my abdomen area. Went to the doctor and they can't find out what's wrong. It hurts so bad that I cry and bend over in pain. I've had 3 children and one natural and still have never felt this much pain.